Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was bad drawer controller. A field service engineer identified a faulty drawer controller in drawer 3.2 of the station. After replacing the board, the station was able to power back on with drawer 3 connected. The drawer was tested using the medication application and functioned without any failures. All cubies in the drawer were verified to be functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station had no power. The customer stated that the user was able to use alternative station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station had no power. The customer stated that the user was able to use alternative station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.